Manufacturer narrative:
On (B)(6) 2016, the (B)(4) laboratory received and tested a patient blood sample, and also three of the four crossmatched blood products from the (B)(6) customer site. The (B)(4)laboratory found the antibody screen to be (B)(6) and (B)(6) outcomes with two of the three crossmatched blood products. The (B)(4) laboratory reproduced the customer's issue.

Event description:
On (B)(6) 2016, a customer site in (B)(6) reported an unexpected negative antibody screen when using capture-r ready-screen (3) on a galileo echo instrument.